Manufacturer narrative:
Initial reporting institution phone number:(B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a touched position was observed to be out of alignment on the touchscreen. There was no patient involvement at the time the issue was discovered. There was patient or user harm. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification.